Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient had fluid drained around the ipg site. There have been no reports of further complications regarding this event and the patient is currently using their device with effective pain relief.